Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin delivery was suspended at 7:21 pm on (B)(6) 2024 when the insulin cartridge ran out and was not replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended when it was able to. The hyperglycemic event was caused by the user failing to maintain the device to ensure continuous insulin delivery by not replacing the insulin cartridge when it ran out of insulin. In addition, the infusion set was due to be replaced at this time, but it was not; the infusion set may have failed, contributing to the hyperglycemic event. It is unclear if the reported seizure was related to their hyperglycemia, or a pre-existing seizure disorder.

Event description:
On (B)(6)2 024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 6/1/24. On (B)(6) 2024, the user announced a normal lunch at 1:32 pm, after which their blood glucose levels rose to over 400 mg/dl by 3:30 pm. They announced a 'usual' dinner at 5:22 pm with a blood glucose reading of 371 mg/dl, which did not decrease thereafter. Insulin delivery ceased entirely at 7:27 pm on (B)(6) 2024. The events leading to hospitalization on 06/01/24 involved the user feeling generally well throughout the day but suddenly feeling tired and experiencing a seizure while lying down. Although uncertain of the exact cause, the user speculated it might have been related to their diabetes or glucose control issues, noting that insulin had not been delivered for some time as per pump data. The user required hospitalization and received manual injection therapy, along with monitoring until their condition stabilized. They were admitted on (B)(6) 2024 and discharged on (B)(6) 2024. The immediate health effect during this event was a seizure, with no known long-term effects reported, although the user was still recovering. As of (B)(6) 2024, efforts were made to confirm the accuracy of blood glucose readings at the time of the seizure. However, there was no definitive confirmation that the seizure was directly caused by blood glucose levels. It was noted that prior seizures had been associated with glucose management issues, although they had not occurred recently.